Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a damaged battery. This event occurred during power up. This condition has the potential to cause an interruption of delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted batteries due to use/user error. The main batteries and battery harness were replaced to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.